Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to patient discomfort with the pump and reservoir. The physician did not believe there was a device issue. No patient complications were reported.